Event description:
The article, ¿a novel exit strategy for removal of a mitraclip device from the left atrium¿, was reviewed. The research article presents a case study of a 79-year-old woman with severe atrial-functional mitral regurgitation. A third mitraclip was attempted to improve moderate residual regurgitation, but was not deployed due to elevated transmitral gradients (8mmhg) and subsequently withdrawn into the steerable guide catheter (sgc). During removal of the mitraclip into the sgc, there was significant resistance. Fluoroscopy confirmed that 1 clip arm was wedged outside the sgc (on the soft tip). Attempts to retract the entire unit together was unsuccessful, because the edge of the mitraclip protruding out of the sgc prevented removal from the left atrium (la). An 8.5-french steerable sheath was positioned adjacent to the mitraclip system. Using a ¿push-pull¿ technique, forward pressure was applied to the septum with the steerable sheath as the mitraclip system was retracted across the septum. Additionally counter force was applied by the sgc. There remained a small iatrogenic septal defect with left-to-right flow. The delivery system was removed with a surgical cut-down (femoral cutdown) and the patient had an uneventful postoperative course.

Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. Literature attachment: article title ¿a novel exit strategy for removal of a mitraclip device from the left atrium¿. The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on available information, the cause of the reported perforation was unable to be determined. The reported patient effect of perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported minor injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.